Event description:
Reporter stated she was experiencing an increase in seizures that is greater than pre-vns baseline levels and that the seizures are lasting longer. Attempts for further info from the attending physician are in progress.